Event description:
It was reported that the surgeon used the cutter during a laparoscopic gastric bypass and the closure was hemostatic. The pt was brought in for emergency surgery in 2002. When the pt was opened, a leak at the jejunostomy was found. The pt was admitted to ICU, no more info is available.